Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 194 mg/dl at the time of the incident. Customer states that numbers are not ramping on their own. Customer states block mode is active. Customer was assisted in disabling block mode feature. Customer states pump is responding as expected.